Event description:
The attachment was sent for service and wobbling was noted during performance testing. No adverse event was associated with the device.

Manufacturer narrative:
Corrosion damage was noted within the internal components of the device.